Event description:
It was reported that the patient had an infection at the lead site. The patient was scheduled for an explant, but the patient decided to use previous antibiotics they had, and the infection cleared up. The system stayed implanted

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.